Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
It was reported that there were arm faults with instruments. During a procedure, technical support received a call about a fault on arm 1 where the instrument was not being read. The caller inquired if this fault was related to a previous case. Logs indicated that a previous case involved an instrument-related error on arm 4, while today's issue was with arm 1. The instrument was replaced, and the procedure continued without further issues.